Manufacturer narrative:
Concomitant medical products: d314drg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead for high impedance, which appeared to be chronic. In addition, the right atrial (ra) lead appeared to be undersensing atrial fibrillation (af)/atrial flutter during stored episodes. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.